Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Corrected field: d3, d4, g1. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use aspiration needle had a protective sheath that fell off. The issue occurred during a therapeutic endobronchial ultrasound procedure and was completed with an olympus back-up device. There were no reports of patient harm.